Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed and the buttons were unresponsive. Instructed the customer to re-install a new battery, but the buttons still did not respond. The customer also stated that the time on the insulin pump was not advancing. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.